Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device was not returned. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for balloon rupture. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that an omni elite was advanced to the left common iliac, heavily calcified lesion, without reported issue. Upon initial inflation attempt, the balloon ruptured, below nominal pressure. The device was removed without reported issue and the physician noted a plaque might have caught the balloon. There was no clinically significant delay in procedure and there were no adverse patients effects. There was no additional information provided.